Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open whipple procedure. The stapler was applied to the pancreas and the surgeon cut the tissue thinking that the staples had deployed. The instrument did not fire, and no staples were deployed. Medical or surgical intervention was necessary to prevent a permanent impairment of a function because the whole area had to be sutured to stop the bleeding. This caused temporary injury due to blood loss. There was tissue damage as a result of the suturing. Due to the product problem, surgical time was extended by 30 minutes or more. The patient has undergone chemotherapy or radiation treatments. Patient status is alive, with injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one single use reloadable stapler. The unit was received with a fully fired single use loaded unit (sulu). The sulu was reset, loaded into the stapler, and applied to test media. The jaws closed smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.